Event description:
Dr performed an l5-s1 fusion case where the setscrew backed out at left l5. He replaced four set screws during a revision. Three weeks later, the new set screw backed out at left l5 again. He explanted the entire screw construct and replaced all screws with medtronic screws.

Manufacturer narrative:
Add'l model numbers: 7000, 3640. Add'l catalog numbers: 7000, 3640. Add'l lot numbers: 026, 011.